Event description:
During a supraventricular tachycardia case it was discovered that the generic ic out cable for the carto 3 system had bent pins. The case was completed with no patient consequences. Also, during a recent visit by the local fse, it was found that the ge direct connect cable caused noise and needed to be replaced. Follow up confirmed that during pacing thru the ge block, the signal was on all channels on both carto and ge simultaneously. The noise saturated all signals and made interpretation of the signals impossible. Running pacing and catheter through carto resolved the issue temporarily. After using the nipple box instead of direct connect electrocardiography cable, we were able to return it to its initial set up with pacing through the ge block. This event is reportable due to the potential injury that could occur to a patient related to this type of malfunction.

Manufacturer narrative:
The product is currently under investigation. Additional information will be submitted to the FDA in a supplemental report upon completion of the repair record. (B)(4).